Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons function properly. No damaged/unlocked j2/lcd keypad connector noted. Device self-test, unexpected restart error test and displacement test. Device back light properly and no anomaly during testing. Device had cracked battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump buttons were less responsive and the harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had crack. The device will not be returned for analysis.